Event description:
The customer reported the parent states the sets are allowing air inside. This is causing the patient to be suctioned more than usual and is also causing the patient to vomit. The giving sets are also breaking. During an abbott nurse visit, the patient had an episode of gagging but no vomiting. They did not observe any of the issues reported with the giving sets ¿ allowing air inside ¿ while the feed was running. The parent states they are changing the giving sets 5 times daily.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No sample has been received for evaluation. Without a sample we are unable to determine the root cause of the reported condition or implement any corrective action. The enteral feeding sets are designed to withstand a maximum occlusion pressure. The feeding tube may separate from the system when the pump experiences an occlusion pressure higher than the maximum, due to thick liquids, or when using medications that need diluting. A review of the process was carried out on the manufacturing line. All processes and controls were found to be followed correctly. We will continue to monitor and take action, as applicable. G3 date received by manufacturer was updated.

Manufacturer narrative:
Three samples were received; however, they were heavily contaminated with dried formula, so no functional testing could be completed. Visual inspection found no issues with the sets. A review of the process found all processes and controls were followed correctly. We will continue to monitor related reports to determine if additional actions are necessary.